Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved, white calcification on the shell, brown particles in the shell and crease fold. Leak test and microscopic analysis was performed which identified: one opening striated on the radius, one sharp opening on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consistent in the use of some surgical tool and a sharp opening on the posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.